Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that after the delivery system was being advanced to the lesion site, strong resistance was felt and the vascular stent could not be released by using the trigger mechanism. Then the delivery system was separated from the handle and the stent was deployed successfully by using the pull back method. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was discarded but an image was provided demonstrating that the deployment mechanism of the delivery system had been actively used and that the stent was released. On the basis of the provided photo, there is no indication for a difficult deployment. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. As the event was considered to be isolated incident, no previous investigations of similar complaints could have been reviewed. As reported, resistance was felt during the attempt to release the stent by using the trigger mechanism. This kind of event may be related to a difficult vessel anatomy. In this case, no information regarding the vessel anatomy was provided. Reportedly, the stent could be released by using the pin and pull method which may indicate a grip issue. However, as no sample was returned, no further evaluation could be performed. On the basis of the information available and as no physical sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Furthermore, the IFU states: "visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."

Event description:
It was reported that after the delivery system was being advanced to the lesion site, strong resistance was felt and the vascular stent could not be released by using the trigger mechanism. Then the delivery system was separated from the handle and the stent was deployed successfully by using the pull back method. There was no reported patient injury.